Event description:
It was reported to medtronic neurosurgery that on three different occasions, the last being (B)(6) 2013, a patient alleged an electronic device reset the pressure-level settings on her strata nsc lp shunt. It was also reported that the shunt was surgically implanted in her back on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.